Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-04978, 3006705815-2019-04979, 3006705815-2019-04980, 1627487-2019-14090. It was reported by the patient on (B)(6) 2019, that the patient had an infection and had their full system explanted 6 to 7 months ago at an unknown time with an abbott rep not present. The patient had a new system implanted on (B)(6) 2019.